Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was advised that the insulin pump alarmed button error and the keypad is working intermittently. The customer had unexplained high blood glucose incidents. At the time of the call it was 343 mg/dl. The caller stated that the alarm occurred while trying to deliver a bolus. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.